Event description:
Lumps at injection site; hardness at injection site; beading at injection site. Report received from a consumer (no age provided), with a history of having received bovine collagen (no dates or treatment sites provided), no known allergies, and no history of autoimmune disease. The pt received injections of hylaform in 2004 to the upper and lower vermilion borders (lips). Two days later, after swelling subsided from another (not specified) procedure, the pt experienced lumps, hardness, and beading at the upper lip area. Physician treated pt with intralesional cortisone. No further info was provided. At the time of the report, the pt's condition was unk. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.